Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the left ventricular lead exhibited high capture thresholds, lead dislodgement was suspected. The patient was asymptomatic. No intervention was reported.